Event description:
After four and a half years of successful use of his cochlear implant, this patient reportedly fell twice, sustaining blow to the head each time. After these incidents, he could no longer hear voices and environmental sounds. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was successfully completed in 2005.